Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 3.0 x 28 mm xience v stent and a 3.5 x 08 mm xience v stent were deployed in the proximal left anterior descending (lad) lesion. There were no patient effects or products issues noted at the time of the index procedure. However, in 2009, the patient returned with dyspnea and angina. Diagnostic coronary angiography was done and percutaneous coronary intervention was performed to treat the target vessel. Follow up information obtained by clinical safety reported that the treated lesion was adjacent to the index lesion, therefore, a device relationship cannot be ruled out. No additional event or patient information is available.

Manufacturer narrative:
The second rx xience v 2.5 x 08 mm (part # 1009527-08/lot # 8022261) mentioned is being filed under the same manufacturer number.